Event description:
Discordant low insulin results were obtained with a patient sample on an immulite 2000 analyzer. The sample was initially tested twice, and results were released to the physician, who questioned the low results due to the patient's clinical picture. The laboratory then re-tested the sample (twice) on the same analyzer, using the automatic dilution function (dilution factor 1:10). The repeat results were higher, and were reported to the physician. The laboratory also manually diluted the sample (dilution factor 1:3) and retested it on the analyzer, and the results were higher than the initial low results. There were no known reports of patient treatment being altered, delayed, or withheld due to the discordant insulin results. There were no known reports of adverse health consequences due to the discordant insulin results.

Manufacturer narrative:
The customer contacted siemens regional customer service regarding this event. A customer service technical representative reviewed the patient and instrument data. The technical representative noted that the discordant insulin results are reproducible on the immulite 2000 system, but concluded that the cause of the discordant insulin results is unknown. The instrument is performing according to specifications. No further evaluation of the instrument is required.